Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission an alert was sent for low lead impedance. Upon device interrogation it was observed that the alert for vibratory notifier delivered message did not clear from the screen despite multiple attempts to clear it. Steps were recommended for clearing the notifier alert from the screen. No further information available.